Event description:
The following information was previously reported in MFR report # 3004209178-2009-06111: [afterward, the patient had cognitive issues. The pump was set to deliver 0.48 mg/day, the lowest possible rate, which was too high. While in the hospital, the patient was reported to be completely coherent. The patient had numbness in her legs. The pump was used to deliver dilaudid 1mg/day and marcain. The hcp attributed the numbness to the marcaine in the pump admixture. The pump was reprogrammed to the lowest dose possible for the pump, 0.48 mg/day.] Any additional information received will be reported in this report number.

Manufacturer narrative:
Product ID 8731sc lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ catheter. (B)(4).